Event description:
Medtronic received information regarding an adjustable valve. It was reported that the patient's valve was set at 1.5 by their surgeon and had been checked to verify the setting a couple times since it was implanted on (B)(6) 2025. It was stated the patient had been struggling, more than usual, with their "balance" in the last several days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.